Event description:
Gastroccult strips were reading hemoglobin positive before testing solution was placed on the strips. The test was done 3 times on 3 different strips using the same patient gastric content.